Event description:
Hill-rom received a report from the account stating the brakes were not holding when in brake mode. The bed was located at the account in the bed shop. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the brakes were not holding due to the casters teeth being worn out. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced all the brake casters and the 5th wheel to resolve the issue. Based on this information, no further action is required.